Event description:
It was reported that the EKG did not pick up tracing. Multiple cables were tried. Note 1: the initial reporter was unable to disclose pt info.

Manufacturer narrative:
MFR's eval summary: the device is an automated external defibrillator (AED) and the actual device involved was returned by the customer. Testing of the device confirmed the complaint. Investigation found that the malfunction was due to a short associated with an internal cable that carries ECG signals. The cable was replaced to correct the problem. After repair, the device passed acceptance testing and was returned to the customer.